Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery would not hold charge. During troubleshooting, tandem technical support advised the customer that the battery was functioning as expected. Customer reported that the issue developed over time. There was no information provided regarding the customer's blood glucose level.